Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a procedure, during the closure of the skin, the tip of the needle broke while suturing. The tip was retrieved.